Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner was not working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not working. The scanner station was tested with other scanners, but they did not work either. A field service engineer reinstalled the drivers for the scanner and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.